Event description:
It was reported that a leak was observed from the bladder of an infusor during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and functional leak testing identified a leak on one side of the bladder crimp. This confirmed the reported condition. The cause of this issue was determined to be an incomplete crimp attributed to operator error at the manufacturing facility. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.